Manufacturer narrative:
It was reported that during software update, the patient's primary controller did not alarm as expected. The device was exchanged with no patient consequence. The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was able to sound the "no power" alarm when both power sources were disconnected. Additionally, the duration and sound level of the alarm met specifications. As a result, the reported event was not confirmed. Device met all specifications. Controller alarm sounded for seventeen (17) minutes during disconnect which is above the specification of fifteen (15) minutes. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Controllers with inaudible "no power" alarms have the potential to cause death or serious injury. Inability to hear an alarm may result not being aware of a pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
During smr update previous primary con was detected without no power alarm before and between smr process. It was exchanged without any impact to the patient.